Event description:
During the transfemoral tavr procedure, the 23mm sapien xt valve was positioned in a 50:50 position across the aortic annulus; however, during deployment the valve shifted and landed 70:30 aortic/ventricular. Post deployment echocardiogram revealed moderate central ai and mild paravalvular leak (pvl). The decision was made to deploy a second valve. A second 23mm sapien xt valve was deployed in a 60:40 a/v position, lower than the first valve. A repeat echocardiogram confirmed no change to either the cai or pvl. A third valve was then deployed 40:60 a/v, 50% lower than the second valve, which reduced the central ai to none. The patient was noted to be in stable condition post procedure. The 70:30 a/v deployment and subsequent central ai was attributed the fast deployment of the valve. The native annulus measured 22mm by tee. The native aortic valve was severely calcified. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. Note: this report pertains to the first valve deployed.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the information available suggests that procedural factors (fast inflation during deployment) resulted in the too aortic deployment of the valve and subsequent central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference mfgr report #2015691-2014-01996.

Manufacturer narrative:
Investigation is ongoing.